Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4)

Event description:
Procedure type: sigmoidectomy.according to the reporter:after the first firing was done, a doctor confirmed that there were malformed staples. By setting a new reload on the same device, the case was completed with no problem. There was unanticipated tissue loss. There was no unanticipated tissue damage. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.